Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was not confirmed, however, the adhesive on the bending section cover was detached. Due to deformation, the forceps control lever did not move smoothly. Due to the adhesive peeling, the forceps elevator knob had a gap. Due to deformation of forceps elevator lever, the up/down could not be locked securely. The forceps elevator lever had a scratch. The grip had a crack. Switch one (1) had a cut. The color ring had a crack. Due to deformation of the scope connector, water tightness was lost. The distal end had a burn. The connecting tube had coating peeling. Due to wear of the angle wire, the bending angle in the up/down/left right directions did not meet the standard value. Due to wear of the angle wire, the play of up/down/right/left knobs were out of the standard value. Due to a dent on the bending tube, the bending angle in the up direction exceeded the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the glued joints on the evis exera ii ultrasound gastrovideoscope were worn. No patient injury or procedure impact reported. During the evaluation of the device, it was noted there was a gap on the adhesive between the acoustic lens and ultrasound probe. Additionally, the plastic distal end cover had a crack. This report is to capture the reportable malfunctions of the gap on the adhesive between the acoustic lens and ultrasound probe. And the crack on the plastic distal end cover noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The reported phenomena were presumed to have been due to handling of the device. The content of the instructions for the release of the product (revision no. 10) in relation to handling was checked, and the following description is provided. Therefore, it is concluded that indication phenomenon can be prevented: warning: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.